Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause was determined to be potential patient misuse. The reported event of a replace sensor now alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Transmitter log download was received and attached. A review of the share logs was performed and an early expiration alert was found. The allegation was confirmed. The probable cause was determined to be potential patient misuse. The reported event of a replace sensor now alert is reportable based on the finding of an early sensor expiration alert.